Manufacturer narrative:
This report is being submitted as follow up no. 1 to update to provide the completed investigation results. Results based upon evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusionbased upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal sts device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and an opened aluminum poly-foil pouch were returned. No accessory components were returned to the device. Visual inspection revealed that there was a kink identified at the blood inlet hole of the arteriotomy locator. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was still present within the hemostasis sheath. There were no other visual anomalies were noted with the returned device. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. Then, the deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Then, the digital force was applied to the anchor and the tamping mechanism deployed. The suture unwound as intended. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that during the unpacking the silver aluminum pouch was empty. Another device was used instead. There was no patient impact. The empty packaging was detected before use. Other device was used for treatment as intended. Additional information was received april 9, 2019: there was no part of the angio-seal device missing in the pouch, but there seem to be no anchor or collagen in the system.